Event description:
Reportedly, during a pacemaker implantation (pt with complete av block syndrome), the ventricular lead was connected after verification with the psa. However, cardiac arrest occurred 30 minutes after. The connection system was reevaluated in a second attempt, but cardiac arrest still occurred some minutes after tightening the setscrews. The lead was disconnected immediately, and then back up pacing was attempted with psa. During reprogramming the pacemaker to 7.5v/1.0ms, the physician dropped the device on the floor. A new device was implanted without anomaly. The pacemaker involved in this MDR report was then returned for analysis.

Manufacturer narrative:
January 22, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specs; the inspection of the connector header revealed: damages at the distal ventricular terminal block and under the corresponding silicone cover; these damages confirm difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the beginning of the implantation procedure or when disconnecting the device, i.e. Whether there is a link between these damages and the reported event; no follow up data were available to confirm the reported behavior. Because of these findings, it is likely that the electrical continuity has not been ensured between the leads pins and the pacemaker components; consequently, sensing and pacing failure could have been observed at the ventricular level. As the reported behavior was resolved by changing the pacemaker, the most probable hypothesis for this reported behavior is a lead-pacemaker connection issue.